Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose was unknown at the time of incident. The customer was previously able to clear the alarm and able to rewind then insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. No battery or power anomalies noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 43 noted. Motor was tested outside device and passed, however device received with corroded motor home switch.